Manufacturer narrative:
Device received with all no button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify excessive no delivery alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose and the insulin pump was having the keypad issue. The customer's blood glucose was 600 mg/dl, 484 mg/dl. The customer reported that keys were messing up and hard to use. Only the b button works fine, the rest were hard to use and slow to respond. The customer reported that the insulin he pump was not working. The troubleshooting was declined for high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.